Manufacturer narrative:
Complainant part received. Synthes rep. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Event description:
Device report from synthes mitek reports an event in (B)(6) as follows: does not function. It was reported that during the repair of the rotator cuff injury operation, the device did not work (could not coagulate and cut), only put the device into saline, still did not work(no any feedback,such as blistering and "zizi"sound).the surgery was completed with another device. There were no adverse consequences to the patient and no delay reported. No additional information could be provided. This complaint is for one (1) hd arthroscope/sinuscope 4.0mm x 30 deg x 167mm (mitek lock) this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received for evaluation. Visual inspection shows that there is saline residue in the tube. Under magnification reveals a scratch on the metal on distal end near the ceramic. There also appears to be some residue around the metal tip. There were no other anomalies noted on the handle or the shaft. The cable was cut which does not allow us to perform any further testing of the device. This complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device [u1802198] lot number, and no non-conformances were identified. No further information regarding the cause of the defect has been provided to help determine the actual root cause for this failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history: a manufacturing record evaluation was performed for the finished device [u1802198] number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.